Manufacturer narrative:
The investigation on the returned likorall motor, showed that the mechanical stop on the motor had been moved, allowing an overload on the gearbox. This put the limit switch on the lift out of order which would have prevented this incident from occurring. The sfs (single fault safety) system was tested and found operational according to specs. Therefore, the risk of injury to the pt was extremely low.